Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections as a backup therapy to ensure insulin delivery was uninterrupted.